Event description:
The device was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was broken, the lower case was broken, the display lens was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the keyboard pad was damaged, and the battery drawer o-ring was missing. (B)(4).